Manufacturer narrative:
(B)(4). Date sent: 2/4/2016. Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a kidney transplant procedure, the device continually misfired during use, which caused the clip ends to scissor. This happened repeatedly before all the clips, fifteen or so, fell out at one time. A second device of the same product code was opened and the case was completed with no additional issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m90g1c.lot # m4h89z. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 4 clips were scissored; finally the instrument locked out as intended.possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿.a batch record review was performed and no anomalies were found during the manufacturing process.